Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of "power cord damage" is confirmed. A damaged v-lock mechanism on the power cord was noted upon return of the device. A definite root cause is undetermined; however, a potential cause is customer handling. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that upon arrival the intra-aortic balloon pump (iabp) was noted to be low on battery even though it has an extra battery and was plugged into the inverter in the ambulance. The transport was 2.5 hours. It was found that the power cord connection is broken. The staff used a new cable on the iabp at the hospital. As a result, the patient was placed on another iabp. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that upon arrival the intra-aortic balloon pump (iabp) was noted to be low on battery even though it has an extra battery and was plugged into the inverter in the ambulance. The transport was 2.5 hours. It was found that the power cord connection is broken. The staff used a new cable on the iabp at the hospital. As a result, the patient was placed on another iabp. There was no report of patient complications, serious injury or death.